Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the attempted implant of this electrode, the aorta was punctured. Due to a congenital anomaly the tunneling tool was tunneled sub sterna, resulting in the punctured aorta. The patient was airlifted to another hospital and the aorta was successfully repaired. No additional adverse patient effects were reported.